Event description:
The rn/tech phoned st. Jude medical technical services stating that she wanted to fax the device's stored electrograms (egms) for a pt that expired. The device's stored egms coincided with the date of the pt's death and showed undersensing during chaotic rhythms.